Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 4/3/2020. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was evaluated, and the lens was observed with residues of viscoelastic related to the handling of the unit in a surgical procedure. No damaged was observed. The reported issues were not verified and based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Gender/ sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted from patient¿s right eye in secondary surgical procedure because of patient experiencing unstable and displaced lens. There was no patient injury. No incision enlargement, no sutures and no vitrectomy was required. Lens from another manufacturer was used as the replacement lens for the patient. Patient is doing well. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).